Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump's battery was observed to be depleting quickly. Customer's blood glucose level was 42 mg/dl. Bg level was addressed via consumption of carbohydrates. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged malf code 16 issue was verified; however, based on the analysis, the alleged high bg, and battery not holding charge issue could not be verified.